Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The patient was not hospitalized for the reported event. The patient was treated with an unknown drug for the peritonitis and they were retrained on proper aseptic technique. However, the patient experienced a recurrence of peritonitis, manifested by abdominal pain and fever, possibly caused by colonization on the catheter. The treatment for the peritonitis included vancomycin and ceftazidime, intraperitoneally (ip) with doses and frequencies not reported. The pd therapy was ongoing. The outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.